Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The screen has become dim and there are scratches on it. The dimming issue began several weeks prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-sept-2019 with the following findings: during investigation, a visual inspection of the pump revealed the display lens was scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.